Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific received information that this right atrial lead had no sensing or pacing markers. There was no sensing at 0.2mv. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. It is unclear if there was any intervention taken or if this lead remains implanted. There was no explant date provided.